Event description:
It was reported that an end user found the eyelets on the catheter not large enough to pass debris from the bladder which caused the bladder to not empty and lead to a bladder infection. It was reported that the end user was diagnosed with a bladder infection by a general practitioner and was prescribed antibiotics. It was further reported that the end user was then instructed to catheterize more than once a day and to use a larger french catheter.

Manufacturer narrative:
The device history records were reviewed based upon the lot number provided and the records were found to be complete and accurate. The sterilization documentation for this lot was also reviewed and no out of specification results were found. The root cause of the reported urinary tract infection cannot be determined. Causation has not been established. This product is not sold in the united states so there is no gudid information including di and pi information available. There is UDI information availble and that is included in this report. This product is similar to the vapro 70124 sold in the united states.